Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was administered heparin in 2007. During administration of heparin and/or shortly thereafter, the patient experienced symptoms consistent with FDA warning including respiratory distress, excessive bleeding and organ failure. The following month, she passed away from complications of her heparin administration.

Manufacturer narrative:
Submit date: 08/03/2009. An investigation is currently underway. Upon completion, the results will be forwarded.